Event description:
The surgeon implanted an aa4203tl silicone toric plate lens but a portion of it tore off in the cartridge while being inserted. The lens was removed with no pt injury or complications. Another lens was implanted. The technician stated it was unk as to why the lens tore. An msi-tr injector and an mtc60c fp cartridge were used but the technician was unable to recall the lot numbers.